Event description:
Procedure: anterior resection. According to the reporter: high anterior resection - gun fired normally on normal tissue. Stapler deployed but not fired successfully. Hole left in rectum, as staples did not close and form properly. Incident resulted in more bowel being resected. A further resection was done, lower down using a stapler. The tissue was resected and restapled, therefore, removing more tissue. Stoma had to be given and there have been some issues with the stoma since. The stoma issues have presented themselves in terms of stoma management at clinic. There was tissue damage as a result, a divided and open upper rectum. The damaged rectum was excised. Surgical time was extended by more than 30 minutes. No reinforcement material was used. Sample being shipped to (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).